Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the fork arm which holds the light head onto the light arm has a threaded screw. This screw holds the fork onto the spring arm. The device is not safe to use as the screw is not secured and this could risk in the light head falling. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged or detached screw could lead to fall of the headlight and as a result of that, could lead to contamination or serious injury.

Manufacturer narrative:
The correction of d1 brand name, d2 product code., d4 catalog #, d4 unique identifier (UDI) # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous d1 brand name: lucea 50/100. Corrected d1 brand name: lucea led®. Previous d2 product code. Ftd. Corrected d2 product code. Fsy. Previous d4 catalog # ardlca209012a. Corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights ¿ lucea. It was discovered that the fork arm which holds the light head onto the light arm has a threaded screw. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. During maintenance, it was noticed that the fork arm which holds the light head onto the light arm has a screw loose. This screw holds the fork light onto the spring arm. As the screw was not secured the risk of the light head fall was real. The loosening of the screw was caused by a deterioration of the fixing tapped hole. An over tightening was the cause of the deterioration. It occurred at the installation or after maintenance. The yearly maintenance program ¿service protocol¿ mentions to check all fixing screws and that is precisely during this procedure that this case was found out. The fork light was replaced, so there is no risk anymore. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).